Event description:
It was reported a patient underwent robotic laparoscopic hysterectomy with bilateral salpingo oophorectomy on (B)(6) 2022 and topical skin adhesive was used. Post op, patient had erythematous raised rash, itch. Treatment: methylprednisolone.

Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Prep used: chloroprep. No dressing. Patient is not hypersensitive to cyanoacrylate or formaldehyde. Patient is not hypersensitive to pressure sensitive adhesive. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.